Event description:
The customer reported that the insulin gauge displayed a different amount than expected, with a fill estimate issue also occurring in the tandem mobi mobile app. There was no adverse impact to the customer's blood glucose level, as it was not reported to be above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in reloading the same cartridge, although the displayed and actual amounts still differed significantly. The customer declined to load a new cartridge and decided to continue using the current one while monitoring the situation for follow-up if necessary.